Manufacturer narrative:
Investigation discovered a tear on the exposed portion of the soft cannula. The tear caused leakage and fluid was observed leaving through the tear. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined or if it contributed to a failure of the pod to deliver insulin. No timeouts or drive stalls were observed in the pod data.

Event description:
It was reported that the patient's blood glucose levels reached 552 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.